Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: device was tilted and not seated correctly'), device expulsion ('essure device is abnormally positioned within the endometrial cavity') and pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, low back pain, dizziness, nausea, vomiting, left lower quadrant pain, ovarian cyst, asthma, unspecified, hydrosalpinx and sepsis. Previously administered products included for an unreported indication: depo-provera in 2009 and iud from 1999 to 2008. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"), 1 month after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain ("pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pelvic inflammatory disease and migraine outcome was unknown and the vaginal haemorrhage, menorrhagia, headache, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, device expulsion, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insert date discrepancy noted: (B)(6) 2019, (B)(6) 2019. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2016: well-circumscribed 2.5 cm cystic structure in the region of the right ovary. This likely represents a benign cyst. Mild left hydrosalpinx with adjacent anterior pelvic mesenteric fat stranding. These findings are nonspecific but suggest inflammation. Pyosalpinx should be considered. Please correlate with tenderness on physical exam. Follow up pelvic ultrasound could be considered. Bilateral essure device placement.. Ultrasound pelvis - on (B)(6) 2016: changes related to pelvic inflammatory disease involving the left fallopian tube. There is no tubo-ovarian abscess yet identified. The right sided essure device is abnormally positioned within the endometrial cavity. Consultation with the patient's gynecologist is recommended. Otherwise, other forms of contraception should be used until the device is adequately placed; on (B)(6) 2016: impression: probable bilateral ovarian cysts measuring up to 3.2 x 3.5 x 3.2 cm. Normal vascular flow to the ovaries bilaterally. Grossly stable left hydrosalpinx. Normal endometrial stripe thickness of 12 mm. Bilateral essure devices are not well visualized.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- abdominal pain, pelvic inflammatory diseases. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr was received. Reporter information was updated. The event injury was updated to malposition of essure device location of device: device was tilted and not seated correctly. New events: essure device is abnormally positioned within the endometrial cavity, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, pain, abdominal pain, pid (acute pelvic inflammatory disease) were added. Medical history, historical drug and lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.